Manufacturer narrative:
(B)(6). PMA/510k # exempt (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported , during a flexible ureteroscopy, stone extraction from the kidney, the ncircle tipless stone extractor broke outside patient at the handle. The device broke off at the purple portion by the handle. Since it broke, the device was unable to open and close. Another ncircle tipless stone extractor was opened and used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. The device was returned with the handle in between an open position and the basket formation in the closed position. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Visual examination noted the support sheath is severed 1 mm from mlla. A wire is exposed 1.8 cm from the mlla. The coil and inner wire are separated from the cannulated handle. There is 5 mm of exposed coil on the proximal end of support sheath. The remaining support sheath and basket sheath are still adhered. There are several kinks in the basket sheath that were possibly caused by the manner in which the device was returned to manufacturer. A review of the device history record found there were no non-conformances related to this reported failure. A review of complaint history revealed this complaint is the only one associated with lot number 9147055. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. It appears likely an excessive amount of force was placed on the sheath of the device at the handle during handling and/or use, causing the observed damage. The cause of the observed damage has been traced to the user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.